Event description:
A report was received that the patient's trial lead had high impedance. The lead was left inside the patient's body as the physician had a difficult time driving the lead making it uncomfortable for the patient, so the lead was not pulled out when it was positioned. The physician wanted to replace the damaged lead.

Manufacturer narrative:
Additional information was received that the patient underwent a lead pull and did well postoperatively. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's trial lead had high impedance. The lead was left inside the patient's body as the physician had a difficult time driving the lead making it uncomfortable for the patient, so the lead was not pulled out when it was positioned. The physician wanted to replace the damaged lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e serial/lot #: (B)(4), description: trial linear st lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.